Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The cause of the equipment malfunction was investigated, and a condenser failure was identified. The condenser (0997-00-0986-15) was replaced, and the equipment passed all performance and safety tests specified by the factory and the device was released for clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cs300 intra-aortic balloon pump, chinese, 220v intra-aortic balloon pump (iabp) had excessive noise coming from the equipment's condenser during use. No harm or injury to the patient was reported.